Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that they were hospitalized due to and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was unknown at the time of hospitalization. It was unknown whether the auto mode feature was active at time of event. Customer family thinks that the insulin pump was not reading right, declined to troubleshooting over the phone and stated that customer had some developmental delay and needs someone to come out. The insulin pump will not be returned for analysis.